Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 600 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer was treated with manual injections and insulin for high blood glucose level. Customer experienced multiple blood glucose levels such as 272 mg/dl, 356 mg/dl and 500 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that they have contacted their healthcare professional regarding the high blood glucose level. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose level. Customer experienced no symptoms for high blood glucose event. Customer stated that the insulin pump was not alleging under delivering. Customer stated that the insulin pump passed the self test. The insulin pump will not be returned for analysis.